Event description:
It was reported by customer that they went back to the office and found a 4 fr sl 3cg ppicc, opened it up, and it broke. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a break in the catheter is confirmed but the exact cause could not be determined. One photo of a 4 fr s/l powerpicc was returned for evaluation. An initial visual observation showed the powerpicc break in the photo about halfway down the catheter. A lot tag was returned in the photo indicating lot rehn3233. A sticky note was returned in the photo stating ¿opened a new kit and same lot #. This PICC also snapped apart when pulled on.¿ possible causes of failure may include a break due to tensile or pulling forces applied to the catheter or other unknown causes. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that they went back to the office and found a 4 fr sl 3cg ppicc, opened it up, and it broke. No other information was provided.